Event description:
Customer claims that the sensor has 'dead spots'. Customer claims when weight is removed from the sensor,the alarm will not sound. Customer has tested the alarm with other sensors and the alarm is functioning properly. Customer claims there are no visible folds or creases on the sensor. Customer claims the sensor is not past the six month suggestive life of the product. This was discovered while in use with a pt and there was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the sensor has dead spots and when tested with a 8361 alarm, there is an alarm when weight is removed from the sensor. Also, there is a continuous alarm when weight is applied to the certain dead spots on the sensor. When the sensor pad is tested in a working 8281 alarm, there is no alarm tone when pressure is off the sensor since the alarm 8281 automatically goes into hold mode when turned on. (B)(4).